Manufacturer narrative:
The customer reported that the mee-2000 was freezing and resetting the stimulators. The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the mee-2000 was freezing and resetting the stimulators. The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs.

Manufacturer narrative:
Customer reports getting intermittent shutdown of the iom program during ssep testing. The laptop is freezing and resetting the stimulators. This is an ongoing issue at customer site. The field support personnel identified that the system takes much longer to recognize the b stim pod and nkc confirmed this. The customers issue was able to be resolved by adjusting the customers workflow and making protocol changes. Based on the given information, this complaint record can be considered low risk and will be closed as no further investigation is needed at this time.

Manufacturer narrative:
Complaint information: on 06/26/2018, customer at (B)(6). Reported mee-2000a-lt, laptop is freezing and resetting the stimulators with serial# (B)(4). Service requested: assistance in troubleshooting. Service performed: customer reported of getting intermittent shutdown of the iom program during ssep testing on laptop also, causing laptop to freeze and resetting the stimulators. The issue continued to persist 3 times. The details of the incidents have been described in device history and customer account's history. Nkts then visited customer on field to observe the reported issue on field. The field support personnel identified that the system takes much longer to recognize the b stim pod, hence resolved the issue by adjusting the customers workflow and making protocol changes. Investigation result: root cause of the issue was that the unit was taking much longer to recognize the b stim pod, hence resolved the issue by adjusting the customers workflow and making protocol changes. The warranty of the unit expired on 05/19/2018.according to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: medium conclusion: since risk priority of the issue is categorized as: medium. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available. Correction: f9. Approximate age of device: incorrectly calcuated. Investigation...

Event description:
The customer reported that the mee-2000 was freezing and resetting the stimulators. The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs.